Event description:
The customer reported having a blood glucose of 20 mg/dl. The customer called for an ambulance who treated her hypoglycemia with orange juice and a sugar IV. The customer also reported eating a peanut butter sandwich. The customer did not go to the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hyperglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises, "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg): at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed; whenever you feel nauseated or sick; before driving a car; whenever your blood glucose has been running unusually high or low; if you suspect that your blood glucose is high or low; before, during, and after exercise; as directed by your healthcare provider" and "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."